Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular lead coincident with a generator replacement. It was reported that reprogramming of the generator did not resolve the issue. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.